Event description:
Pt was noncompliant and took no warfarin since discharge. At 1-year postop the pt presented with florid pulmonary edema which was present for 3 weeks. On reoperation a blocked valve was found. A large amount of organized clot was overlying the valve mechanism, completely obstructing the orifice. The clot was easily removed as a cast of the valve. The leaflets were now unobstructed and the hinge was free of clot. The valve was removed and replaced.